Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer in (B)(6) reported to biomerieux a false resistant result when using product, chromid(tm) mrsa 100 plt. The customer did not provide exact date of event but, stated that within a period of two weeks two different patient samples were impacted. On both occasions there were green colonies observed on the plates. Confirmation testing was performed using cefoxitine disc, pcr there was no meca gene. On both occasions the treating physicians were informed of the original test results and patients were quarantined. Patients were released from quarantine after a few days.

Manufacturer narrative:
Biomérieux investigation was conducted. Test of retention samples retention sample of the chromid tm (B)(6) batch reported by the customer (already expired at time of investigation) was tested in parallel with other batches: batch (B)(4) tested just after manufacturing (best conditions). Batch (B)(4), tested at middle expiration period. Batch (B)(4), tested at expiration date. Strains tested: clinical strain submitted by the customer. (B)(6) strains tested on a routine basis in order to check batch selectivity prior to release. Results: at 24 hours at 33-37ºc clinical strain provided by the customer is inhibited in fresh medium ((B)(6)) and grows in the others but colorless ((B)(6)). Routine (B)(6) strains are in accordance with qc specifications. At 48 hours at 33-37ºc, clinical strain remains inhibited in fresh batch ((B)(6)) and grows with green color in all the other batches (appearing as (B)(6) as reported by the customer). The (B)(6) strains tested in routine remains inside specifications. Ast susceptibility testing: vitek 2 ast cards indicated (B)(6). Etest appearing a mic of 4 ¿g/ ml. Pcr testing indicates the strain does not have the meca gene. Higher resistance to cefoxitin of this strain can explain why it is detected as (B)(6) by chromid tm media (at 48 hours) and vitek 2 ast. The chromid tm (B)(6) package insert product limitations state that certain strains of staphylococcus aureus which do not have the mec a gene may develop typical colonies on this type of medium after 4-48 hours of incubation. In this case, this limitation is also supported by vitek 2 ast testing. The investigation observed the chromid tm (B)(6) media is performing accordance with specifications and within the limitation of the instructions for use.